Manufacturer narrative:
Device investigation: results: there is a break in the proximal shaft of the catheter, 31.5 cm from the hub shaft joint. The surface of break is ragged and stretched and the location is in the middle of the material not at a bond. The stretching implies a failure under tensile force. Approximately 10 cm of internal support wire have been unwound. Conclusion: the damage noted in the complaint is confirmed. According to the complaint, the px slim catheter buckled while being advanced, unsupported by a guide wire, into a psc054. It was as the px slim was being removed that the break was noticed. It seems likely that the buckling of the px slim caused it to jam inside the psc054 and that tensile force beyond specification was applied while withdrawing the catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow up MDR will be submitted upon completion of the device investigation.

Event description:
Stroke patient with l terminus occlusion. The physician was using the 054 reperfusion catheter and the 3max reperfusion catheter via a 6fr shuttle using a 014 traxis wire. He aspirated multiple large amounts of clot. He was making progress and decided to use the 6x30mm solitaire device. The physician attempted to deliver the solitaire through the 3max but was unable to advance out the distal tip. The solitaire and 3max were removed then he then went with a pxslim str. He was advancing partially into the 054, but did not have a guidewire in place. The pxslim buckled and the physician withdrew the device from the 054 catheter and noticed catheter separation. The device was never introduced into the patient. He then went with a prowler 27 and successfully delivered the solitaire device. The case continued without any delay. The solitaire had two passes without success. The 054 and 3max opened the carotid t and aca.